Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. The customer's blood glucose level was not provided at the time of the incident. Troubleshooting was provided. The air bubbles were not able to be removed. The device will be returned for analysis.